Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2015 with the following findings:a review of the black box did not show any errors, alarms, or warnings associated with the complaint. The pump powered on normally and all current draws were found to be within required specifications. No overheating or errors, alarms, or warnings occurred during investigation. The pump cover was removed and there were no defects found to the power circuit. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an issue with the battery compartment getting hot. The issue reportedly began in (B)(6) 2014. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.